Event description:
Procedure: total prostatectomy. According to the reporter: during use the device tip broke off and fell into the cavity. The surgeon removed the piece with no tissue damage. There was no report of patient injury.